Event description:
Note: this report is one of two complaints that pertain to the same event (MFR. Report # 3005099803-2022-00628). It was reported to boston scientific corporation that an advanix pancreatic stent was used during a pancreatic duct stent placement procedure in the pancreas, performed on (B)(6) 2022. During the procedure, when the physician attempted to deploy the stent, the stent failed to deploy and could not be removed from the torn guide catheter. Another advanix pancreatic stent was opened and successfully competed the procedure. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation finding of stent damaged.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Medical device problem code: (B)(4). The returned advanix pancreatic stent was analyzed, and a visual evaluation noted that the stent was loaded on the remaining part of one guide catheter and the stent was severely damaged. No other issues with the device were noted. The reported event was confirmed. According to product analysis, it is possible that during the procedure the physician performed some technique that caused tension or resistance to the device affecting the deployment, also it is most likely that the device encountered issues through the anatomical conditions present that may have affected as well the stent, as consequence of those conditions the stent got damaged and it could not be deployed correctly. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.